Event description:
The patient reports ER, treatment for dka.

Manufacturer narrative:
Follow-up # 1: (B)(4) 2012, device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(6) 2012, with the following findings: review of the black box and history revealed no data available from the date of the alleged event ((B)(6) 2009), due to continued patient use. No activity outside normal use observed in the black box or download history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump, and it was operating within required specifications at the time of release. The patient has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.